Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the one step delivery system detached while it was pulled through the stoma. The button was not deployed. The procedure was completed with a new one step button initial placement gastrostomy kit. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of feeding tube detached/separated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.